Manufacturer narrative:
An event regarding acetabular loosening involving a primary tritanium hemi cluster hole cup 54mm was reported. The event was not confirmed. A photo provided for analysis of the primary tritanium hemi cluster hole cup 54mm showed inner surface of the explanted shell. It appears to be some gray markings with blood stains throughout this surface but difficult to make out from photograph. No further analysis can be obtained from the photo provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The exact cause of the event could not be determined because no medical records or device were provided for evaluation which is needed to determine the root cause for the reported event. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Per clinical consultant, implant not loose on x-ray provided.

Event description:
It was reported that there was a revision of the right hip, surgeon felt there was loosening and there may have been an infection. Pathology confirmed that no infection existed. (B)(4) 2014: the sales rep confirmed that the tritanium cup was considered to be loose by the surgeon. All other components were fine. The patient experienced a fair amount of bone loss over the ten plus years from the primary surgery as per the surgeon.

Event description:
It was reported that there was a revision of the right hip, surgeon felt there was loosening and there may have been an infection. Pathology confirmed that no infection existed. (B)(4) 2014: the sales rep confirmed that the tritanium cup was considered to be loose by the surgeon. All other components were fine. The patient experienced a fair amount of bone loss over the ten plus years from the primary surgery as per the surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.